Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other report submitted for this event. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Procedural imagery was provided and review of the imagery confirmed the distal tip of the esheath+ was torn axially and radially along the distal liner edge. Imagery of the patient anatomy was provided and revealed the presence of calcification, tortuosity and undersized vessel diameters in the patient's right access vessel. The complaints for distal tip torn and resistance were confirmed based on the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient factors, such as challenging anatomy, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
This is one of two reports being submitted for this event. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right transcatheter aortic valve replacement (tavr) procedure to implant a 23mm valve, resistance was experienced advancing the commander delivery system (ds) through the 14f esheath+ (esp) and the ds was found to have a pinhole leak. During the procedure, there was no resistance during insertion of the esp into the patient. The esp was not inserted at a steep angle. There was some difficulty experienced advancing the valve through the esp when the ds was in the fully expandable portion of the esp. The valve was fully deployed, and no patient injury occurred. Post valve deployment and upon deflation of ds balloon, blood was observed in the atrion inflation device. The ds balloon removed through the esp without issue from the patient and inflated on the back table. The balloon found to have pinhole puncture in proximal end of balloon catheter. The esp was found to have a distal tip tear. It is not known at what point in the procedure the damage occurred. The patient was in stable condition following the procedure. The devices were discarded and will not be returned for evaluation.